Manufacturer narrative:
The sample was serum. No additional sample information was provided. Qc prior to and after the event was within lab-established ranges. A bec field service engineer (fse) inspected the flow cell and electrode and found bubble on the ca electrode tip. Fse replaced the electrode and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous low sodium (na) and erroneous high chloride (cl) on one patient sample generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The results were repeated and normal results were obtained.